Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent damage occurred. The physician was treating an in-stent restenosis of a previously placed bare metal stent (non-bsc) which was calcified and was located in the proximal left anterior descending (lad). The physician attempted to advance the 3.00x16mm taxus express2 drug eluting stent to the lesion in the lad, but was unable to cross the lesion. The physician advanced a 3.50x15mm maverick balloon and inflated it at the lesion several times, but was still unable to cross with the taxus stent. The physician removed the stent and noticed that the stent struts were bent. The physician used a 3.50x10mm cutting balloon and was then able to successfully complete the procedure with a 3.00x13mm non-bsc stent. There were no patient complications and the patient condition is listed as fine.